Event description:
It was reported that the 9800 system, during a case, failed to image (black). Another system was brought in to finish the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The specified failure could not be duplicated. However, a log review identified that the system may have arched causing a loss of kv drive signals and thus no x-ray. Cleaned and regreased candlesticks at tube and tank ends. The system was tested and found to be working as intended and placed back into service.